Event description:
It was reported the asymptomatic patient presented for a generator change out. Noise had been observed on the pacemaker on the atrial channel. Upon opening the pocket, blood was observed to be inside the device header, and the physician attributed the noise to the presence of blood in the header. The device was explanted and replaced. The patient was in stable condition before and after surgery.

Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.